Manufacturer narrative:
On 23-jun-2021, the field service engineer cleaned the reagent and sample lines, replaced the seal pieces in syringes, and checked the laundry tubing and pump pressure which were all okay. On 02-jul-2021, the field service engineer performed checks, replaced the reagent probe, and ran precision testing. A special wash cycle was identified as missing and was added. The customer has reported no additional discrepancies. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer performed a full decontamination of the system and cleaned the black tank, degasser, and tubing. The calibration and qc were in range. This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for three patients with the cobas 6000 c 501 module. Patient 1: the initial result at 14:04 was 1.93 mmol/l. The repeated result at 14:34 was 3.48 mmol/l. The second repeated result at 15:01 was 1.96 mmol/l. Patient 2: the initial result was 2.41 mmol/l. The repeated result was 3.45 mmol/l. Patient 3: the initial result was 2.19 mmol/l. The repeated result was 3.x mmol/l (the digits after the decimal point were not provided). It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 518592 with an expiration date of 28-feb-2022.